Event description:
It was reported that during a total knee replacement procedure, the locking screw fell off the back of the handpiece causing the casing to separate from the front. Some pieces of the handpiece fell into the surgical site and were removed by hand. There were no adverse consequences reported due to this event and no additional treatment was given to the pt. The procedure was completed successfully as planned.

Manufacturer narrative:
Device was received by manufacturer for evaluation. It was reported by the quality engineer that there were several indications that a third party had worked on this handpiece. The battery contact screws had most likely been unscrewed, and the loctite bond had more than likely been broken out in the field. This could cause the device to fall apart during use.